Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an incorrect dispense amount was observed, and the system prompted the user to dispense multiple containers of the bulk product. A technical support specialist (tss) had checked and confirmed that the device dispensed two bottles, even though the configuration had been set to dispense one bottle per order. The report confirmed that two bottles were removed from the device. The use dispense amount setting had been unchecked in both the facility formulary and the device settings. When this option was disabled, the device prompted the user to enter the quantity, meaning the user would have been asked how many bottles they wanted. Based on the configuration and system behaviour, the system could not have dispensed two bottles automatically without user input. However, the customer confirmed that this was not what the user had indicated and provided photos to the contrary. The user had also entered a second order as a test (order #(B)(4) and observed the same issue. The tss confirmed that there had been no retry or issues with the device, and no issues with the configuration. The report still showed two bottles dispensed. The tss followed up and asked whether the issue with the proparacaine eye drops was still occurring. The customer responded that nothing had changed since the last update, and a second test order (order # (B)(4) showed the issue was still present. The tss dialed into the server again to continue the investigation. Based on findings from the all-device event report, the tss compared two additional orders with the one previously provided. Orders with give amount = 1 did not exhibit the issue, in those cases, the nurse successfully removed one bottle as expected. However, for orders with give amount = 2, the nurse removed two bottles. It appeared that the device interpreted the logic as 1 drop = 1 bottle, which resulted in: an order with 1 drop dispensing 1 bottle, an order with 2 drops dispensing 2 bottles. This was what the tss believed had been occurring based on the findings, and a product support engineer (pse) consult was created for further assistance. The pse confirmed that the box had been blank, indicating that the user had to fill in the required quantity. If the user entered 2, the station dispensed two bottles. The pse noted that this was the expected behaviour when setting up a test order in the lab and confirmed that the test environment settings matched those in production. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system dispensed an incorrect amount and prompted to issue multiple containers of bulk product. Customer stated that orders for proparacaine eye drops prompted personnel to pull two bottles for a single dose of two drops. The dispense amount was verified as correct (one bottle) in the epic interface message, while testing on the pyxis console displayed a different window upon dispensing the medication than the photos provided by the customer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system dispensed an incorrect amount and prompted to issue multiple containers of bulk product. Customer stated that orders for proparacaine eye drops prompted personnel to pull two bottles for a single dose of two drops. The dispense amount was verified as correct (one bottle) in the epic interface message, while testing on the pyxis console displayed a different window upon dispensing the medication than the photos provided by the customer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.